Event description:
A covidien valleylab non-rem polyhesive patient return electrode, lot 33640098x was removed from patients left thigh in which a 8x 12 mm open skin tear was noted.======================manufacturer response for covidien valleylab non-rem polyhesive patient return electrode, valleylab (per site reporter).======================covidien valleylab surgical team representative.